Manufacturer narrative:
Review of this complaint confirmed the event summary code selection and an investigation was performed as required. The complaint device was not available for investigation, however, picture(s) were provided and used for investigation. The investigation confirmed the reported condition. The probable cause of the event was determined and found to be abnormal use. Dfu-950-0031-00 for fiber optic cables warns users against direct contact of the distal end (of the device) with body tissue or flammable materials, such as drapes, as it can cause burns and fires. Based on the available information contact between the device and the patient likely occurred resulting in the reported burns.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3200-0001t consoles monitor went dark and the fiber was hot. This occurred during an arthroscopic patellar dislocation plasty procedure on (B)(6) 2023, where the patient had a shallow second-degree skin scald with an area of about 1*0.5 cm and ulceration in the anterior upper tibial segment of the left calf. There are also two deep second-degree skin scalds and rupturing in the middle and upper segments, one with an area of 1*0.5cm and the other with an area of 2*2 cm. The wounds were caused by heat burning in the fiber. The case was completed several hours later.